Event description:
It was reported that following a ptca procedure, an ivus catheter was used to visualize the lesion. An attempt was then made to remove the catheter and resistance was noted. The catheter and guide wire were removed as a single unit. Upon removal, it was noted that the coils had unraveled and the tip of the guide wire had separated. The tip was retrieved from the guiding catheter.